Manufacturer narrative:
The investigation into the power issue has been completed. The console was returned for investigation. The logs are consistent with the complaint. The console and pump were running for a few days until there was an abrupt shutdown and reboot. Last time stamp on console logs were at 14:58:22, june 4th, and in no more than 90 seconds the console rebooted. Later, the console issued the unexpected shutdown alarm and the pump was able to be recovered to previous running p-level. The real time logs indicated that the last sampling was 14:59:47, june 4th, which means the console was not powered down at least until this moment. Rlm journal was reviewed, after synchronizing with the logs. It was found that the rlm was data streaming without any issue like restart or reboot. The console was powered on with alternating current for days. The failure mode, unexpected console reboot, was not reproduced. The console internal cable connections were inspected.no significant misalignment or cable degeneration was found, except a slight bent ribbon cable between impellatronics board and 4-in-1 (not related to the failure mode). Since rlm power/communication was not interrupted, the power supplied to rlm (4-in-1 and power battery manager) was stable and excluded from the root cause of the console reboot. Also, no signature of software crashed was observed from the logs. The console reboot was not a behavior to mitigate software processes abnormalities. The root cause of the unexpected controller shutdown and reboot was unable to determine because the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller (aic) had an unexpected shut down alarm. The pump was shut off and impella was stopped. The impella was switched to a new aic. There was no harm to the patient.